Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported by the sale's rep that the device's power was intermittent while using. No patient harm reported.

Manufacturer narrative:
Updated UDI: (B)(4). The previously reported lot number should have been entered as the serial number. This report has been updated to reflect the corrected information. The device was returned and evaluated by the supplier. The reported intermittent power issue could not be reproduced. The complaint was unable to be confirmed.

Manufacturer narrative:
A review of manufacturing records found that the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.